Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# v580647, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that the health care provider (hcp) was seeing the patient today for back pain and a return of symptoms of leakage in the last 3 months. They were having telemetry issues. The patient continued to feel stimulation on and off in the urethra/vaginal area and the more they tried to hold their urine, the more leakage they had. They had tried communication with 2 different clinician programmers and they continued to see the no communication screen. The patient programmer¿s battery was completely dead as they were not getting any icon to turn on. The hcp¿s office did not have any aaa batteries on hand and they did not have any old parameters in the patient¿s chart for a longevity calculation. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.